Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor errors alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports the drive support cap was appearing normal. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.